Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a detection issue was observed with fvt detection. The device memory indicated an anti-tachycardia pacing therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had inappropriate anti-tachycardia pacing (atp) therapy delivered for episodes of paroxysmal atrial tachycardia with fast ventricular conduction. It was noted that the treated episode fell under the fast ventricular tachycardia (fvt) via the ventricular fibrillation (vf) zone and was treated with an atp burst. The wavelet was not applied as the ventricular rate was greater than the atrial rate. It was noted that the patient's supra ventricular tachycardia (svt) discriminator was turned off in the past as vt therapy was withheld inappropriately. The fvt zone was increased to five sequences, the detection rate was increased, and the wavelet was updated. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.